Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that during testing, the ventilator's battery would not hold a charge. Reportedly, the customer turned on the ventilator with battery only and the unit had no power delivered. There was no patient involvement. The customer was sent a battery to address the reported issue. The customer replaced the battery to address the reported issue.